Event description:
It was reported that during an unknown procedure, while removing the trocar from the patient, they noticed some orange particles coming off the cannula. The pieces were coming from the ridge of the stability sleeve. Some of the particles were removed from the patient. They are unsure if all the particles were removed.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. Upon evaluation, no foreign matter or broken/missing components were noted. No conclusion could be reached as to what may have caused the reported incident. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.